Manufacturer narrative:
Continuation of d10: product ID 3387 lot# serial# unknown implanted: explanted: product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that in the past, the impedances were irregular/not within acceptable ranges, and the neurostimulator has been turned off for quite some time as it is no longer needed. An explant procedure for the ins is scheduled. Additional information was received: it was reported that the neurostimulator had been turned off for a long time, as the patient no longer required stimulation and had been symptom-free without dbs. The patient ultimately decided to have the entire system explanted and has not required dbs therapy for an extended period. During the explantation process, the electrodes and extensions were cut multiple times. Unfortunately, it was not possible to interrogate the system, as the neurostimulator battery was depleted. At this time, no additional information is available from the clinic or the patient, and there are no further open questions on their side.